Manufacturer narrative:
Device evaluated by MFR: visual inspection of the device presented the body kinked and the coating peeled at 168.1cm approx. From the proximal end; moreover, the spring tip is bent. Guidewire overall length was within specifications. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the guidewire coating was missing. The patient was undergoing an endovascular aneurysm repair in the abdominal aorta. The anatomy was noted to be moderately tortuous. A .035¿ 185cm, j tip back-up meier guidewire was utilized. During withdrawal of the wire from a non bsc angiographic catheter, resistance was observed, but the wire was able to be removed. Upon visual inspection, the wire was kinked, ¿almost broken¿, approximately 15cm from the tip. The physician also noticed that some of the coating appeared to be missing; however, there were no coating fragments inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire coating was missing. The patient was undergoing an endovascular aneurysm repair in the abdominal aorta. The anatomy was noted to be moderately tortuous. A .035¿ 185cm, j tip back-up meier guidewire was utilized. During withdrawal of the wire from a non bsc angiographic catheter, resistance was observed, but the wire was able to be removed. Upon visual inspection, the wire was kinked, ¿almost broken¿, approximately 15cm from the tip. The physician also noticed that some of the coating appeared to be missing; however, there were no coating fragments inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.